Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a signal too low alarm and unexpected restart alarm in their alarm history. The customer's mother also reported, the customer's insulin pump was malfunctioning. Customer's mother stated, the insulin pump would prompt them to reset the time and date after a battery change. Customer's blood glucose was unknown at the time of the call. Customer's mother also stated, they were unable to exit from the rewind sequence on their insulin pump. Customer's mother was assisted with exiting from the rewind sequence. Troubleshooting found the insulin pump passed a selftest. The customer's mother declined to troubleshoot any further for the insulin pump. No additional information provided.